Manufacturer narrative:
H3, h6: the cori drill array p/n rob10014 intended for use in treatment was returned. A relationship between the reported event and the device was established. The reported problem was confirmed. The drill tracker array has a bent back left marker post. A functional evaluation was performed. A case was run and the failed. The reported problem was confirmed. The drill tracker array post is bent and the camera will not recognize the drill during a case. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event was improper handling of the drill tracker array. Care and caution should be exercised during the surgical assembly and use. Refer to the cori surgical system user's manual for proper handling. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Event description:
It was reported that during the set up for a cori lab, the real intelligence robotic drill was already assembled and the ri robotic drill attachment was locked onto the drill and was not able to remove the attachment case (B)(4). The real intelligence robotic drill tracker had a bent flat marker point case (B)(4). The lab was completed using a s+n back-up devices. No patient was involved.